Manufacturer narrative:
(B)(6).

Event description:
It was reported that after using the device there was a large hole in the center of the wand tip. No back up device was available. No delay or patient injury reported.

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual evaluation under magnification shows extensive electrode wear with discoloration present on the tip. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was generated on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been verified and the root cause is consistent with normal wear of the electrodes. Evidence would suggest the electrodes had been virtually disintegrated. Normal wear of the electrodes is dependent on factors that can accelerate the wear of electrodes such as: extended ablation, use of power level settings above the recommended default levels, and vigorous use against bony surfaces. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Most likely, the wand reached the end of its useful life, as this will cause disintegration of the electrodes and decreased functionality of the device. Factors unrelated to the design and manufacture of the device which could have contributed to the reported event includes extended ablation or use of power level settings above the recommended default levels. There were no indications that would suggest that the device did not meet product specification upon release into distribution.